Event description:
Patient with history of chronic obstructive pulmonary disease and increasing shortness of breath was admitted for a soft-tissue right breast biopsy. Prior to inserting needle into patient, the medax srl unipersonale medeasy soft tissue semi-automatic biopsy needle 18g x 80 mm (lot # 06186-20, ref # ml18080-ko) came unglued. The defective needle was never placed into the patient. Another of the same type and lot # of that needle was opened and used. This is not the first event for this product, reported same incident with this type of device in the recent past.